Event description:
On (B)(6) 2025, the user experienced hyperglycemia (bg 550 mg/dl) and symptoms of diabetic ketoacidosis after running out of insulin and being unable to obtain more from the pharmacy. The user disconnected from the ilet and subsequently became unconscious and began vomiting. The user was hospitalized and received insulin and intravenous fast-acting carbohydrates and was discharged the following day. The user subsequently reconnected to the ilet and was reported to be back in range.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.